Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of leaving fluid in him, abdominal pain, and peritonitis in a patient coincident dianeal pd 4 ambuflex, dianeal pd4 ultrabag and dianeal, unknown, therapies. On an unreported date, the patient began treatment with dianeal pd 4 ambuflex, dianeal pd4 ultrabag and dianeal, unknown (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient said "the recalled cycler" he was using left fluid in him. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day for that event. On an unreported date in (B)(6) 2011, a peritoneal effluent culture was performed and the results were unknown. Treatment was not reported and the patient was recovering. On (B)(6) 2011, the patient was discharged. Pd therapy was ongoing. During a follow-up call with the patient's nurse, it was reported that on (B)(6) 2011, the patient experienced and was hospitalized for abdominal pain. Treatment was not reported and the patient recovered on an unreported date in (B)(6) 2011. The patient was discharged on (B)(6) 2011. Pd therapy was ongoing. The nurse stated the consumer's report of peritonitis was only suspected by the patient's doctor. Concomitant medications were not reported. The nurse stated the events of abdominal pain was not related to pd therapy and did not comment on the causality for the event of leaving fluid in him and peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10a15053, h10g26024, and h10h12048 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.